Event description:
The index procedure was carried out to treat a lesion in the right ica to cca with a distal vessel diameter 4.9mm and proximal diameter 8.4mm. The lesion was calcified with 80% stenosis and type of aorta was type ii. The moma was used when the guide wire was passed the lesion; other devices were passed to the lesion, during the pre-dilatation, during the stenting, post dilatation and aspiration. The proximal and distal balloon was inflated successfully, however the physician was unable to occlude blood flow at the superior thyroid artery, therefore another non mdt distal protection device was used to complete the procedure. The lesion was successfully stented with a non mdt stent. No patient injury was reported for this event.

Manufacturer narrative:
Results: no issues noted during balloon inflation therefore event most likely due to procedural context. Patient lesion morphology, calcified lesion with 80% stenosis. No device or cine images returned for evaluation. No device return. Conclusion: patient lesion morphology, calcified lesion with 80% stenosis. No issues noted during balloon inflation therefore event most likely due to procedural context. (B)(4).

Event description:
Investigator assessed that the event was due to patient vessel morphology ( arteria thyroidea superior was below the eca balloon).